Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified since the device was not returned to the olympus repair center for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the image on the video system center was lost during an unspecified procedure. The user tried two different rigid video scopes, and believed the issue was related to one of the scopes. The procedure was completed as planned with no patient harm reported.